Event description:
Bipap (bilevel positive airway pressure) mask contributed to a hospital-acquired pressure ulcer (hapu) on bridge of patient's nose.

Event description:
Bipap (bilevel positive airway pressure) mask contributed to a hospital-acquired pressure ulcer (hapu) on bridge of patient's nose.